Event description:
As reported: physician was working on a stemi patient with multiple lesions. He had stented a bifurcated lesion between the lad and a diagonal and was attempting to post dilate with a balloon through the new stent. The deflated balloon had difficulty being removed and the turnpike was placed through the stent to assist in some way. Unknown if the turnpike lp and or balloon was still over the wire. The turnpike lp may have been over torqued from being caught or pinned (it is unknown) but the distal tip separated from the catheter and was left behind in the patient. The patient is doing fine. The packaging was not saved. Device is reported not to return. The lot number is unknown.

Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. There was no lot number provided for this complaint. Therefore, no record review could be complete. Case details were reviewed. A patient underwent a procedure for coronary stemi with multiple lesions. A turnpike lp was used in the case and was observed that the distal tip separated from the catheter and left behind in the patient. It is unknown what damages occurred on the shaft or how much of the tip was separated. The lesion between the lad and diagonal was stented. It was attempted to be dilated via a balloon with a new stent. Turnpike lp was used for some assistance with balloon. The turnpike lp maybe was over torqued from being caught or pinned though it is unknown if happened. Per IFU, states the following warnings: never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. Do not rotate the catheter more than two (2) consecutive 360° rotations in either direction if the distal tip becomes lodged and is not also rotating, as it may result in separation of the catheter, damage to the catheter, or vessel injury. Additional information was requested from the account. No response was received. Based on limited information and no product evaluation, the most likely root cause of the issue is undeterminable.